Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01067; 2938836-2020-00693. It was reported that the patient presented in the emergency room feeling fatigue that lasted greater than one week. Upon interrogation, the pacemaker was found in ¿rf lockout¿ mode via merlin transmission and exhibited dissociation between the patient¿s intrinsic heart rhythm and the electrogram. Intermittent, high amplitude of noise, high impedance and loss of capture were observed on the right ventricular and atrial leads. Both leads appeared in similar locations on x-rays; however, venogram revealed physical abnormalities consistent with subclavian crush. The leads were unable to be explanted using gentle traction so they were capped and replaced on (B)(6) 2020. There were no allegations of device malfunction. However, the physician chose to electively replace device since it was in "rf lockout" mode at the time of lead revision. The patient was stable before, during and after the procedure but had a sinus bradycardia rhythm while under observation in the emergency room.

Manufacturer narrative:
Corrected information: h6 (patient code should have been included).